Event description:
It was reported that an ilet screen became intermittently unresponsive and occasionally blacked out, with freezing localized on the right side while on the pause insulin screen; the user reported random occurrence despite troubleshooting, and a replacement device was provided with the original pending return. Symptoms included no reported adverse health effects. Outcomes included no interruption requiring medical care. Investigation included remote technical review and troubleshooting guidance. Investigation of this case revealed a suspected device display malfunction consistent with an intermittent touchscreen or display fault. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the display subsystem.